Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc could not review the device history record of the subject device because the storage period of the device history record of the subject device has expired. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. - physical stress due to dropping or bumping. - deterioration of adhesive due to chemical stress due to the reprocessing. - others.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on september 13, 2021, it was found that there had been a gap on adhesive of the light guide lens of the subject device since the adhesive of the light guide lens partially peeled off. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.